Event description:
It was reported that during the attempted implant procedure, the physician was unable to get the lead to stay in the lateral vein. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, it was noted that there was blood/body fluid on the distal conductor (not obstructed).